Event description:
It was reported that device entrapment occurred. The patient presented with coronary artery disease. The target lesion was located in left anterior descending artery and left circumflex artery with bifurcation. After a 3.50 x 20 synergy drug-eluting stent was successfully placed, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during post-dilation, it was suspected that the nc emerge balloon catheter was accidentally stuck in between the stent struts. When the balloon was removed, the stent was pulled out with the balloon. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
D4 model number, catalog number, lot number, expiration date, and unique identifier (UDI): corrected h4 device manufacture date: corrected. Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood in the manifold, guidewire lumen, and the balloon. There were numerous kinks to both the hypotube and shaft of the device. The inflation lumen was stretched from the midshaft bond to the rapid port exchange. The most distal end of the hypotube was protruding out of the inflation lumen near the rapid port exchange (rpe). The rpe was torn 6mm in length. At 5mm distal from the bicomponent weld, the guidewire lumen was buckled and prolapsed for a length of 1mm which is indicative of an interaction with a guidewire. The distal portion of the balloon was prolapsed indicating removal issues. The tip of the device was damaged.

Event description:
It was reported that device entrapment occurred. The patient presented with coronary artery disease. The target lesion was located in left anterior descending artery and left circumflex artery with bifurcation. After a 3.50 x 20 synergy drug-eluting stent was successfully placed, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during post-dilation, it was suspected that the nc emerge balloon catheter was accidentally stuck in between the stent struts. When the balloon was removed, the stent was pulled out with the balloon. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.